Event description:
It was reported to MFR that the site's handheld screen was continually freezing following successful interrogation. The site requested that a new device be sent to replace the non-working device. The non-working device has been returned to MFR and analysis is underway.